Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: tyoe of investigation codes were added: 3331,4109, 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. The product was not returned. The reported event could not be verified as the exact details of event were non-verifiable. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar complaint category functional loosening through complaint history review and no complaint about nonconforming products was identified. Functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification and inadequate treatment planning, misunderstood or overlooked instructions for use. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient has reported that the screw is loose.